Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged black lemo connector, loose rubber encasing around lemo connectors. The reported event of the mobile power unit's (mpu) white lemo connector being damaged, causing difficulty in locking a controller into it, was confirmed. The returned mpu serial number (B)(6) was received at the european distribution center and was observed to have a damaged white lemo connector upon arrival. The damaged patient cable was replaced with a new component. Then, the unit was functionally tested and performed as intended. Preventive maintenance was performed, and the serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the white connector on the mobile power unit (mpu) was damaged which made it difficult to lock the connector.